Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that neurostimulator was unable to charge. Spinal cord stimulation was not turned on for a year and needed battery replacement. That was done on (B)(6) 2016 and the issue was resolved. The etiology was indicated to be related to device, therapy and implant procedure. No patient symptoms reported. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional of a clinical study. It was clarified that the etiology was related to device or therapy and possibly related to implant procedure. There was no report that the device was explanted. No further complications were reported as a result of this event.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on (B)(6) reported the device that was unable to recharge was one that the subject had prior to enrolling in the study. There were no further complications that have been reported as a result of this event.